Event description:
It was reported that the patient went to their clinic for feeling uncomfortable and mentioned that their device had alerted. A device check found that the right ventricular (rv) defibrillation lead impedance was very high at 200 ohms and a high threshold had started 7 months prior. The physician considered a possible rv lead fracture. To ensure patient safety, the physician capped and replaced the lead with the same model lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).